Event description:
A patient contacted baxter to report damaged lines on his cassette. The patient stated, he was doing an exchange when he noticed the drain line was split and solution sprayed out everywhere. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Per home patient, the sample has been discarded.